Event description:
Reportedly (B)(6) 2011, the homechoice machine sounded a system error 2240 (air in line) alarm during drain 2 of 5. The patient had disconnected prior to the alarm. There were no open clamps on any unused supply lines. There was nothing unusual noted about the supplies. The home patient (hp) disconnected during dwell and did not get back in time. The technical service representative (tsr) explained the alarm and had the caregiver cycle power. The care giver will call the nurse to see if they wanted to setup with all new supplies that night. No clinical consequences for the patient were reported. No further information is available.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review was not conducted. Labeling review finds the labeling adequate for the user error identified in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. A 510k number cannot be provided in this report because the product code is unknown at this time.